Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer screen would become static and discombobulated and shake and could not be read or selected. All cables connections and placed interpose board were reseated. It was also indicated that the power cord bay was broken. The programmer was repaired and returned to service.

Event description:
It was reported that programmer screen would become static and discombobulated and shake and could not be read or selected. The programmer was returned for service. No patient complications have been reported as a result of this event.